Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest and the implantable pulse generator (ipg) was not sensing. The device was reprogrammed but the issue did not resolve. The ipb was removed and replaced with a different device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pulse generator (ipg) was connected to the lead, and the patient subsequently experienced a cardiac arrest. The ipg was noted to not be sensing. The ipg was reprogrammed, but the issue did not resolve, so the ipg was removed and the lead was tested using the analyzer. The patient stabilized, and after no further issues were observed, the ipg was not used and another ipg was implanted. No further patient complications have been reported as a result of this event.